Event description:
Physician reported that during removal, a torque limiting shaft broke at the tip intra-operatively.

Manufacturer narrative:
Manufacturing records were reviewed, and no relevant manufacturing issues were found. It is possible that the denali torque limiting shaft was over torqued upon removal of the set screw. From the denali surgical technique, set screws are loosened/removed using the set screw removal wrench. It is possible the denali torque limiting shaft was over torqued upon removal of the set screw, causing the tip to fracture. However since the device is not available for further inspection, a possible root cause cannot be established conclusively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That during removal, a torque limiting shaft broke at the tip intra-operatively.